Manufacturer narrative:
(B)(4). Pt notes, pt details, implant details, x-rays and explant requested.

Event description:
Cormet revision due to impingment and pain. Upon revision some retroversion of cup and evidence of metallosis was seen.